Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: patient-1 inratio: 3.8; reference: >7.5; patient-2 inratio: 2.3; reference : >7.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set-1 inratio: 3.8; reference: >7.5; mean: 5.65; confidence-limits: unable to determine; set-2 inratio: 2.3; reference: >7.5; mean: 4.90, confidence-limits: 2.8-7.2. The 7.5 inr was utilized for accuracy calculation since the inratio meter only measures inr range from 0.7-7.5 inr. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. Products associated to this complaint are not expected to be returned. In-house accuracy test for retained strip ln 080584a. Test date: donor 3 ((B)(6) 2009), donor 4 ((B)(6) 2009). In-house meters (B)(4). Retained strip ln: 080584a. Comparative sys: sysmex 560, 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria. No further action is required. No strip deficiency was established. No corrective action is required as no product deficiency was established.